Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior surgery affecting skin integrity.

Event description:
A male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that he had to undergo further surgery of his surgical resection site scar. As a result, the patient temporarily discontinued optune gio therapy. On (B)(6) 2025, it was noted that the patient's scar had started to ooze (1 year after initial surgery) and required medical glue.